Event description:
It was reported that this right ventricular lead was an attempted implant as the lead exhibited failure to capture and out of range impedance measurements during the implant procedure. This lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported.